Event description:
It was reported that "while drilling holes in skull bone flap, two drill tips broke off. Broken tips were both found. It was felt by the staff that the collet was bad and was removed from service. Staff said the drill got hot at the end and burned a hole in the drape." No patient impact was reported. On follow-up, it was noted that the surgeon was drilling suture holes in the flap on the back table. It was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device history. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
Evaluation determined that a bending force was applied while the tools were not rotating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.